Event description:
A malfunction alarm was reported, identified as malf 12, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to reach out if any further issues occurred.